Event description:
Permanent pacemaker inserted. Procedure completed. Check on post-procedure programming showed atrial and ventricular leads had been inadvertenly reversed when placed on the pulse generator. Wound re-opened and leads changed to approriate generator.